Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 4.0 x 100mm, 80cm ranger paclitaxel-coated pta balloon catheter was selected for endovascular therapy procedure. During the procedure, the balloon ruptured upon first inflation at 8 atmospheres for 3 seconds. The device was removed without any problems, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.